Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed to open. The user needed to manually pull the drawer open, as it would not pop up on its own. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) had discovered that the fascia of the full-height drawer was getting stuck on the top of the matrix drawer underneath whenever it was accessed. Fse adjusted the slides on the full-height cubie to move it up and adjusted the slides on the matrix drawer to move it down. Fse then secured all slides in place and recovered the storage space. The system functioned as intended after the field service engineer repaired the device.